Event description:
It was reported via medwatch, "the patient was using groshong catheter to infuse IV remodulin. On 09 jun 2024, 2 years 3 months and 3 days after initiating IV remodulin, the groshong catheter got fractured and the patient taped catheter and continued to use it (device breakage and device use error). The catheter was replaced on (B)(6) 2024. No adverse events were noted at the time of reporting. When it was reported to ir [interventional radiology] and pulm [pulmonary] team, they recommended the patient to go to emergency room [ER] but she refused. Action taken with IV remodulin was dose not changed due to the event of injection site discharge. At the time of reporting, the outcome of injection site discharge was resolved on an unreported date in 2024. Additional spontaneous information was received from a consumer via specialty pharmacy on 13 jun 2024. Additional concomitant medication included: eliquis (apixaban). On 11 jun 2024, the patient went to the hospital for site repair. Winrevair (sotatercept) was not yet shipped by specialty pharmacy. Case comment/senders comment: the company has assessed the serious adverse event of device occlusion as not related to IV treprostinil. The event was likely a complication of the central line that the patient had for drug delivery and not to the drug itself."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. MFR report# unt-2024-007352 event description gives a detailed account of a patient who has had multiple central lines. There is no mention of a bd device until the june 12, 2024 in the event description, when the reported event accounts for a groshong. This MDR will capture the reported events pertaining to the groshong only.